Event description:
It was reported on (B)(6) 2015 from a nurse that she is having issues using the hand held because it is not responding to screen taps. She picked up the device and it was on the parameters screen of another patient and the hand held would not allow her to progress to the main menu to use on another patient. At that time a hard reset was performed, but when the screen alignment step appeared the crosshairs would continue to appear and remained in a "loop" without progressing. She performed another hard reset after attempting to clean any debris from the screen without success. The hand held is expected to be returned but has not been received for analysis to date.

Event description:
The handheld and software were received for analysis on 01/04/2016. An analysis was performed on the returned handheld and during the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.